Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 6.0-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 15atm without issue. A vacuum was then applied. The inflation device was verified at 15atm, before and after use with a calibrated pressure. This inflation to rate of burst pressure of 15atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 6.0-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.